Event description:
The customer reported the evis exera iii video system center is unable to display image on an icap capture monitor during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac confirmed that image was obtained on the endoscopy monitor. Tac asked the customer to run the video cable that was going to the olympus monitor that was working. Afterwards, the customer put it to a third party icap system; however, no image was seen. Tac concluded that the issue was related to the icap monitor and the cv-190. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.